Event description:
Medtronic received information that prior to use this hms plus instrument was failing controls. Use of the instrument was continued with no reported adverse patient effect. Additional information: it was stated that it is unclear whether it was electronic quality controls or liquid quality controls that were failing.

Manufacturer narrative:
Device evaluation summary: the reported instrument was failing controls was not verified during service. Upon arrival, the perfusionist informed medtronic service that the instrument is also experiencing motor stalls and that the clock does not hold time. Medtronic service tried to verify the failing controls but could not duplicate the problem. The service technician tried to duplicate the motor stalls using diagnostic code 750 and the instrument did experience motor stalls. Service technician found multiple errors in the error log that point to adu pcb failure. The issue was resolved by replacing the adu pcb. Service technician verified that the clock was not holding time appropriately. The issue was resolved by replacing the system controller pcb. Preventive maintenance was performed per specifications. Conclusion: complaint not confirmed for the hms plus instrument failing controls. Upon arrival, the perfusionist informed medtronic service that the instrument was also experiencing motor stalls and that the clock does not hold time. Medtronic service tried to verify the failing controls but could not duplicate the problem. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings (procedure (B)(6)). The hms plus software constantly monitors for software and/or hardware faults. When one is found, an error is displayed and typically addressed by the operator. No further actions to be taken at this time. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.